Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have dropped insulin pump causing display screen to crack. Customer's blood glucose was 248 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, broken battery tube threads, and minor scratches on the lcd window.